Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies to address the occlusion alarms, however, occlusions continued and the customer ultimately reverted to an alternate method of insulin therapy.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies. Initially, actions were taken to troubleshoot the occlusion by disconnecting and reconnecting tubing and delivering bolus doses, but the issue persisted and the customer ultimately reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B5 describe event or problem